Event description:
It was reported that during a ptca treatment procedure, difficulties crossing an 80% stenotic lesion in the subclavian vein was experienced. Upon advancing a ultrathin diamond balloon along with a amplatz super stiff guidewire, the physician was unable to cross the lesion. As the physician attempted to remove the balloon, the guidewire tip became stretched. The procedure was successfully completed using another guidewire. No pt injuries or complications were reported. Pt status is reported as 'good.'